Manufacturer narrative:
The event year reported is 2020. Initial reporter address line: (B)(6). The bwi product analysis lab received the device for evaluation on 3/8/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation and air flowed back into the side port issues occurred. During the procedure, before mapping with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the physician wanted to aspirate any residual air from the sheath. Air was leaking into the syringe although the valve was closed. Since this air was very unlikely to come from the left atrium, he exchanged to a new vizigo sheath which did not show that kind of behavior, making a defective valve very likely. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this complaint is being assessed as MDR reportable for air flows back into the side port and hemostatic valve separation per the information provided that the air leakage most likely occurred due to a defective valve.

Manufacturer narrative:
Originally we reported that the event year reported was 2020. Additional information was received on (B)(6) 2021 providing the event date of 2/15/2021. Therefore, updated b3. Date of event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Additional information was received on the event on(B)(6)2021. No air entered the patient¿s body. No intervention was required. The patient did not develop any neurological symptom since the procedure was completed. There was no apparent damage on the valve. The physician tried to drain the bubbles with a syringe but more air was coming. Therefore, they thought it was a broken valve. The device evaluation was completed on(B)(6)2021. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation and air flowed back into the side port issues occurred. During the procedure, before mapping with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the physician wanted to aspirate any residual air from the sheath. Air was leaking into the syringe although the valve was closed. Since this air was very unlikely to come from the left atrium, he exchanged to a new vizigo sheath which did not show that kind of behavior, making a defective valve very likely. No patient consequences were reported. No air entered the patient¿s body. No intervention was required. The patient did not develop any neurological symptom since the procedure was completed. There was no apparent damage on the valve. The physician tried to drain the bubbles with a syringe but more air was coming. Therefore, they thought it was a broken valve. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was in good conditions inside of hub of the vizigo sheath. Distal sheath end was closed off with an adapter, proximal end was connected to pressure gage and a syringe was connected to the gage. After that, a negative pressure was applied there were no air leak or bubbles. Then the test was repeated with positive pressure and no air leak or bubbles were detected. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. A device history record was performed and no internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the event described could not be confirmed as the as the device performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)